Event description:
It was reported that after a larger-than-usual lunch, the user experienced prolonged hypoglycemia while using the ilet system, with observed automated correction dosing appearing aggressive relative to typical total daily insulin and an estimated 16.7 units delivered post-meal in addition to the meal bolus. Symptoms included shakiness and dizziness. Outcomes included a lowest blood glucose of 57 mg/dl, approximately three hours under 70 mg/dl, low and urgent low alerts, treatment with oral glucose tablets, no need for assistance, and no professional medical intervention or hospitalization. Investigation included review of available device data and case details and provision of user troubleshooting and education. Investigation of this case revealed hypoglycemia with an unclear root cause, with contributing factors possibly including algorithm-driven correction dosing following a large meal. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.